Manufacturer narrative:
H11: the device was returned for evaluation connected to a transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was connected and disconnected by hand using the returned amia patient connector with no issues. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and amia cassette. The female connector of the transfer set kept spinning and could not be disconnected from the cassette. The patient was able to eventually get it to hold and remove. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.